Event description:
It was reported that prior to insertion into the sheath, the tip of a crossing support catheter was discovered to be detached. The crossing support catheter was exchanged over the wire for another catheter that was successful in opening the total occluded vessel. There was no patient involvement.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation . The investigation is currently underway.